Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a fixation procedure with a plate, the tip of the drill fractured and remains in the patient's femur. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The following sections unique identifier (UDI): (B)(4). Reported event was confirmed by review of actual device received and x-ray received. Device histroy record was reviewed with no deviations identified. X-ray provided was sent to hcp for review, their review noted possible retaining of the drill bit along the junction of the femoral neck and stem laterally. The fractured drill bit was sent to sem for additional evaluation. Fracture surface analysis of the pilot drill sample by sem showed that it fractured due to overload. Suspected crack initiation area could not be identified on the fracture due to smearing or post-fracture damage to the fracture, as shown in the figures 4 and 5. Fracture surface showed ductile overload normal dimples in the non-smeared areas on the fracture. Eds semi-quantitative elemental analysis of the fracture showed that it was consistent with 455 stainless steel. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.